Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has a message indicating that the oxygen (o2) valve is stuck closed. Customer does not have service code and is requesting onsite service. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.

Manufacturer narrative:
The oxygen valve assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the oxygen valve assembly revealed no signs of physical damage or abuse. The oxygen valve assembly was installed into the fi test ventilator and fi technician tested on the ac power and backup battery. An operational test was performed and the ventilator boot up from ac and delivered breaths. An extended self-test (est) was performed five times and the crossover solenoid operates with no errors when the backup battery was connected. The ventilator did not generate any post errors. An oxygen valve test was performed and the steps are within the flow range. Fi technician ran the oxygen valve assembly for two hours and the unit operated without any errors generated. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined due to no failures were identified.